Event description:
It was reported that after a gastric bypass procedure, there was staple line bleeding. During the procedure, the device functioned as intended. Thirty minutes post operatively, bleeding occurred along the staple line. It is unknown what contributed to the bleeding. The patient's hgb went from 13 to 7. The patient received 2-3 units of blood. No other medical invertion was required. The pt is now doing well with no other complications.